Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros eciq immunodiagnostic system. A definitive assignable cause was not determined. Vitros tropi es within-run precision testing was within acceptable guidelines and although no historical vitros tropi es quality control results were provided, the customer stated they are satisfied with the performance of the vitros tropi es reagent lot 2378 showed no performance issues. There was no evidence an instrument or reagent issue contributed to the event, however, without the actual historical qc review, a transient vitros reagent issue cannot be completely ruled out as a contributing factor to the event. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as the customer did not provide any data to indicate they are or not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, falsely elevated tropi results from a single patient sample when using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient sample result of 7.67 ng/ml versus the expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is assumed the higher than expected 7.67 ng/ml result was reported from the laboratory ,although not confirmed by the customer. As ortho is not aware of any treatment being altered, stopped or initiated due to this event, it is also assumed a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).